Event description:
It was reported during a laparoscopic cholecystectomy while exchanging instruments the white ring from the inner gasket of the 511st dropped into the abdominal cavity. The surgeon was able to remove the ring and the case was completed with new 511st. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #975232. Visual inspections & results: desufflation lever condition, ab)conforming; inner gasket condition, a)nonconfb)conf; outer gasket condition, a)cut b)conf; sleeve condition, ab)conforming; stopcock condition, ab)conforming and trocar condition. Functional tests & results: flapper door functional, ab)conforming. Analysis conclusion: based upon inquiry info received and visual examination, it was confirmed that reported "white ring from inner gasket of 511st" became dislodged from its original position from sleeve (a). Inner gasket was received complete. No conclusion could be reached as to how inner gasket had become dislodged from its original position. No deformity could be identified on sleeve (b). Co reviews each incident as it occurs in an effort to continuoulsy improve co's products and processes.